Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was removed completely and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The tip is damaged. There are numerous hypotube and shaft kinks. Inspection of the device presented no other damage or irregularities. Functional testing was carried out by attaching an inflation device filled with water to the hub of the complaint device, and inflating the device to rated burst pressure. The device inflated and held pressure for 5 minutes without leaking. There is no indication the device was inflated over rated burst pressure. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).